Manufacturer narrative:
Investigation is on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with a component of the enduro knee implant system. According to the complaint description, the patient can no longer bear weight on the right knee. The patient reported a progressive inrease in pain since she twisted her knee about 7-8 weeks ago. Per x-ray results, the surgeon concluded that the tibia is in a good shape, but there is a flexed femoral component and a gap at the stem-femoral implant junction. The adverse event is filed under aesculap ais reference (B)(4).

Manufacturer narrative:
Additional information: a - patient data, b5 - update, b6 - diagnostic tests, b7 - patient history. Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.